Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29oct2020.

Event description:
The customer reported that the unit was alarming patient disconnect and proximal disconnect alarms. The unit was not in use, and there was no patient or user harm reported.

Manufacturer narrative:
G4: (B)(6) 2021. B4: (B)(6) 2021. H11: g5: k102985. H10: there were no parts replaced. No information suggests the ventilator malfunctioned. As per the customer, this event was a user error. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:28dec2020. B4: (B)(6) 2021. The device was in clinical use, and there was no patient or user harm reported. After a bit of a delay while troubleshooting (adjusting the mask on a bearded patient), the customer swapped the unit. There was no repair done or parts replaced. The customer tested the unit using philips procedures and found no issue. Furthermore, the customer reported that the issue has not re-occurred and that, most likely, it was a user error with the mask on a bearded patient. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:23dec2020 b4:(B)(6)2020 h6: patient code updated: the device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.